Manufacturer narrative:
No injury occurred. On april 12, 2006 a gambro technical svcs (gts) inspected the machine: he calibrated the d2 flowmeter, the p2 pump, and the ultrafiltration vessel. He performed a simulated treatment for one hr and verified the correct fluid removal. The machine was functioning correctly and has returned into clinical svc. It has been used without any fluid removal issues since that time.